Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An svc (hvx) lead z occurred on 15 and 16 jun 2014. Max svc impedance rises from 88 ohm the week ending (B)(6) 2014 to greater than 16000 ohm the week ending (B)(6) 2014.

Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.